Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The patient's blood glucose level rose to 400 mg/dl, and they went to the emergency room. Treatment included 10 units of exogenous insulin, and IV fluids such as saline at 9 pm. The patient was hospitalized on (B)(6) 2026 with symptoms of hyperglycemia, lethargy, and nausea. No further information available.